Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 102 (charge profile faults)) was confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 102.  The cause for the failure was a defective u1004 component and a shorted u1005 component. The root cause for the defective and shorted components was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving service code 102 messages (charge profile faults).